Event description:
It was observed during the device inspection that the uretero-reno fiberscope had foreign objects lodged in the instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to inappropriate material in the instrument channel. The most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device